Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a travel coarse error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of travel coarse error. The complaint was confirmed with onboard testing, and alarm history. Found the plunger/clutch to be inoperable triggering the alarm. The malfunctioning parts were replaced. Device passed all performance verification tests post repair.